Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the black touch pen for the programmer would not calibrate and could not activate the icons on the right side of the display screen. The programmer was returned for repair. There was no patient involvement.